Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (alarm 19) occurred with multiple cartridges during the load process. Customer's blood glucose was 288 mg/dl which was addressed by delivering a correction bolus via the pump. Customer reverted to an alternate pump for insulin therapy.